Event description:
Spontaneous call. Patient's mother stated that the pump sent recently was not working well and she returned it. No adverse effects or missed doses noted. Pump is being returned and ne-.v pump shipped out. No additional info provided. Reported to (B)(6) by pt/caregiver.